Event description:
It was reported that when attempting to engage the brakes from the side controls, the braked allegedly disengage when the user's foot is removed from the side control brake pedal. Wear on the brake cam was observed.